Event description:
Rptr referred to an incident involving a similar device where a pt was hypoxic but the alarm did not sound and no inhibition parameters had been set by the user. Rptr is concerned as the two devices are of "identical conception " with the exception that this model is also capable of measuring invasive pressure and therefore this device is subject to the same failure. The distributor issued a safety alert in cooperation with the MFR to instruct user facilities on proper testing of the device before use. The safety alert indicates that the user should not employ the device if it does not pass the newly issued testing guidelines. The rptr has sent a bulletin to multiple user facilites informing them of the problem and requesting that they inform the rptr of any similar experiences with the devices. (Reference mw4001437.)